Event description:
It was reported that a large volume infusor contained pink particulate matter. The exact location of the particulate was unspecified. This observation was made after filling but prior to patient use. No additional information is available. This is report 4 of 5.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. No defects were noted during visual inspection. The reported problem was not verified. The cause of the problem is unknown. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.